Manufacturer narrative:
Date of event : estimated 45-days from implant date provided.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted flush with the ostium and no shoulders were noted. The patient was discharged on xarelto. At the 45-day follow-up transesophageal echo (tee), a 1.0cm thrombus was noted on the face of the device. It was suspected the patient was not compliant with his medication. The patient will be switched to a different dual oral anticoagulant and will be followed up by the clinic. The patient has had no adverse patient effects as a result of this event.